Event description:
Facility crew members arrived on scene of a person described as in cardiac arrest. Reportedly, the device could not be used to administer device defibrillator therapy. The crew immediately obtained a backup lifepak 12 difibrillator/monitor series and used it to administer therapy to the pt. The pt was resuscitated.